Event description:
It was reported that during preventive maintenance the cs300 intra aortic balloon pump battery is full but displaying low battery alarm. There was no patient involvement.

Manufacturer narrative:
Due to character limit in the e1 section initial reporter name, the full initial reporter name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1- contact person- mfg site, g3, g6, h2, h6- type of investigation code, investigation findings code, investigation conclusion code, componenet code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced pwr sply/chrgr w/o ext dc inpt . After replacement the machine worked normally. All functional and safety checks performed to meet factory specifications.